Event description:
Patient was treated at (B)(6) 2024 with five agili-c 7.5mm implants. 4 implants in the trochlea and 1 implant in the mfc (medial femoral condyle). Post-op knee x-rays indicated that mfc implant was protruding and not fully recessed below the articular cartilage to the level of the subchondral bone as instructed by the IFU. On (B)(6) 2024, the patient underwent arthroscopy due to post-operative recurring effusion of the knee. The mfc implant was removed due to implant loosening. No additional information is expected. Final report.

Manufacturer narrative:
Analysis of production records found no issues associated with the lot/sn. It is the manufacturer's assessment that due to the proud positioning of the implant, once the patient returned to daily activities and regained full weight bearing, the implant was exposed to the weight bearing forces which might have led to micromovements, resulting in implant loosening. Implant loosening due to implant protrusion is a known risk.